Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sib card, harness change, and flow sensors were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that there was no loss of mechanical ventilation. Unit continues to ventilate and alarms remain functional. Unit alarmed, notifying user of reported condition. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Therefore, there was no reportable malfunction. Additional information was received that there was no loss of mechanical ventilation. Unit continues to ventilate and alarms remain functional. Unit alarmed, notifying user of reported condition. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Therefore, there was no reportable malfunction.